Event description:
A physician reported a pt who was administered a skin test in the forearm on 22 december 1998. The pt developed immediate itching at the test site. No other symptoms were noted. The pt, when telephoned later the same evening, reported the test area continued to itch. The pt was advised to apply ice, take an oral anti-inflammatory (nsaid), and apply benadryl or calamine lotion topically for itching. The physician diagnosed the symptom as hypersensitivity related.